Manufacturer narrative:
Bayer case number: (B)(4) medical device removal [medical device removal]. Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("medical device removal") in a 26-year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of parity 2 and gravida ii. Concurrent conditions were listed as heavy periods, dysmenorrhea, pelvic pain female and uterine fibroid. The only concomitant product mentioned was oral contraceptive nos. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2024, 3601 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (supracervical abdominal hysterectomy and bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: prior attempt at placement, however left sided placement thwarted secondary to a vasovagal episode. She desires re-attempt at office placement. She has been using condoms and spermicide for birth control, and on sunday just started ocps however missed a pill the day prior so doubled up yesterday. She presents today for her scheduled procedure for left sided essure coil placement. Diagnostic results (normal ranges are provided in parenthesis if available): [pregnancy test urine] (date unknown): negative. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 27-jan-2025: quality safety evaluation of product technical complaint. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
Bayer case number: (B)(4). Medical device removal [medical device removal]. Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("medical device removal") in a 26-year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of , parity 2 and gravida ii. Concurrent conditions were listed as heavy periods, dysmenorrhea, pelvic pain female and uterine fibroid. The only concomitant product mentioned was oral contraceptive nos. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2024, 3601 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (supracervical abdominal hysterectomy and bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: prior attempt at placement, however left sided placement thwarted secondary to a vasovagal episode. She desires re-attempt at office placement. She has been using condoms and spermicide for birth control, and on sunday just started ocps however missed a pill the day prior so doubled up yesterday. She presents today for her scheduled procedure for left sided essure coil placement. Diagnostic results (normal ranges are provided in parenthesis if available): [pregnancy test urine] (date unknown): negative. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analysis of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.